Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, they preloaded the clip and the first clip was fired fine. The second clip seemed to be fine. The third clip dropped out; while retrieving, they found the second clip was loose on the vessel so it was pulled off. They squeezed it again and the next clip was fine. When they brought the device out of the trocar on the back table, they noticed the next clip was fed into the jaws sideways. The scrub tech squeezed it and the clip fired across the room. The next clip was fired fine but they decided to use a new device to complete the procedure. There was no patient impact.